Manufacturer narrative:
Na.

Event description:
It was reported that the ventilator shut down with no alarms while connected to a pt. The ventilator flashed "default error" before shutting down. The pt was manually ventilated and placed on another ventilator. The ventilator would not turn back on after the reported event.